Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 05/05/2010. The strip lot #d6150605-1 was manufactured on 06/05/2015 and expired in 06/2017. Ok biotech received no other complaints from same manufacturing batch of strips. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
End user reported medical attention was sought on (B)(6) 2016 at 2:11 pm after receiving high readings from her prodigy glucose meter. She felt dizzy, shaky and fell and performed 3 blood glucose test with the following results: 402 mg/dl, 407 mg/dl and 422 mg/dl. The paramedics were called and performed a blood glucose test with their meter and the result was 250 mg/dl. When the end user tested with her prodigy meter in the presence of the paramedics the result was 376mg/dl. The end user was transported to the ER and no treatment was administered to lower her blood glucose. She was hospitalized for an undisclosed amount of time for an unrelated illness. There were no recent changes to her medication and no further information was provided.